Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected and it was noted that the tubing at the needless port has come away from the needless port. However, glue traces were found on the tubing and in the needless port. It is possible that the tubing was pulled away from the needless port but this could not be determined. The current quality test inspection for these assemblies is established to for leaks and blockages. A review of the history device records confirmed the device conformed to the specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that there was csf leaking from the line of the edsiii at the stopcock level. There was no patient movement or other external events.